Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after collapsing at home, the pulse generator could not be interrogated, no output and no communication with device was noted. The patient was hospitalized due to dyspnea. The device was explanted and replaced. The patient was fine post procedure.